Event description:
It was reported that this right atrial (ra) lead was explanted due to an increase in thresholds measurements. During the procedure the helix wouldn't retract, and tissue was observed in the helix when removed from the body. Another lead was set in place. No additional adverse patient effects were reported.